Event description:
It was reported via repair work order that the brake caster and the head left caster was loose and wobbly which will affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.